Event description:
Voluntary medwatch form rec'd via fax from the customer reporting an over-delivery states: "pt admitted with pseudomonis sepsis, history of cancer; IV d5/.45ns infusing via plum pump at 75cc/hr. Litre of fluid hung at 0035. At 0400 entire bag found to be infused. Pump read 369.6 total volume delivered and 752.4 volume to be infused. Pt assessed. Lungs clear "a/p". No adverse effect. In 2000 pt had paracentesis with 3300cc fluid removed." Add'l info obtained from customer. According to the customer contact, there was no adverse pt event, and the pt was "stable post event". It was reported that the concern was that the pt had a paracentesis the day prior, removing 3 liters of fluid. The customer contact states that the pt showed no signs of failure after the reported overdelivery. Though requested, there was no further info available.